Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. The pulse generator exhibited a diagnostics anomaly. Diagnostics were cleared. The device was re-interrogated successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.